Event description:
Per the clinic, the patient experienced migration of receiver stimulator due to the pocket not deep or tight enough and developed an infection. Subsequently, the device was explanted on (B)(6) 2026; and re-implanted with another cochlear device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.